Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test and displacement test. Unable to prime unit during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. No unexpected low battery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 118 mg/dl. Troubleshooting was performed. The device was returned for analysis.